Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 15415. Expiration date ¿ the correct expiration date is 04/01/2017.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad nx cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), lot trending analysis, visual analysis, concomitant product evaluation and system risk analysis (sra). ¿ per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ trending analysis by lot was reviewed from 4/10/2016 to 10/07/2016 and trending was not exceeded. ¿ the product was not returned since the customer stated the same of tape changed color correctly in another sterrad load. ¿ the concomitant sterrad® nx was evaluated and corrective maintenance was performed. It is inconclusive whether the maintenance performed is related to this complaint issue. The assignable cause of the issue cannot be confirmed. The batch record review found no anomalies that would contribute to the issue, also the lot history review did not exceed trending. DHR review showed that all process specifications were met before release of product therefore it is unlikely that the issue was manufacturing related. The cycle completed, the customer has stated that the tape changed properly in another cycle, and the field service engineer performed a corrective maintenance regarding the unit. The issue will continue to be tracked and trended.